Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and photographic inspection of the sample noted two sutures and two needles. It was observed, under magnification, that the sutures appear to have split under tension. As no sealed products were returned, a laced through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, two threads broke at gastrojejunostomy entry hole closure. Another suture was used to complete the case. There was no patient injury.